Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their first implantable neurostimulator (ins) didn¿t work. The patient said it was implied that the device didn¿t work because they were old but it turned out that it was broken. It was noted that the patient got a ¿simple one¿ put in their back instead and they had been working with it since. No patient symptoms were reported and there were no complications. Indication for use is spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. When asked about the device not working, the patient replied with information regarding a separate event where her patient programmer was replaced. The patient later stated that she went through the first stimulator being taken out and a simple one being put in since the patient had trouble with the first one. It was noted that this was nothing on the patient¿s part; the stimulator didn't work.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.